Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 23mg/dl and diabetic ketoacidosis. The customer treated with fluids and was fine after being treated. Troubleshooting advised customer on sensor use. There was no further information provided by the customer or by troubleshooting.